Event description:
An adverse incident report (mhra reference number: (B)(4) was received stating that: ventilator tubing was changed on the ventilator as it was due it's 7 day change. After changing the tubing and filter, the ventilator was intermittently alarming for peeps between 8-10cmh2o. The set peep was 6 and the alarm limit was set at 8. Patient was tachypnoeic with increased work of breathing but oxygen levels remained acceptable. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The healthcare facility reportedly examined the ventilator, which passed pre-use check. No anomalies were found, and no parts were replaced. The ventilator logs were provided for review. According to the event log, there are indications of increased leakage after replacing the et (endotracheal) tube. The trigger was set very sensitive, 0.1 l/min and with a varying leakage, auto triggering might occur. This can happen with a relative high-pressure setting, i.e., a peep higher than 8 cmh2o. Auto triggering gives an insufficient synchronization. The respiratory rate was set between 40-50 b/min but during the alarm situation increases to 70-100 b/min. This is also an indication of auto triggering and can be handled by either lower the trigger sensitivity and/or solving the leakage. The filter and patient circuit that were used was discarded after the event. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that the alarm generation of high peep and high respiratory rate indicates that auto triggering occurred due to a leakage. There are no indications of ventilator malfunction during the ventilation period. H3 other text : 4117.